Manufacturer narrative:
The lens was returned for evaluation. Solution is dried on the lens. No damage is observed to the lens. The root cause for the reported events could not be determined. A malfunction has not been indicated or information provided that the lens was the cause of the event. The manufacturer internal reference number is: (B)(4).

Manufacturer narrative:
A sample device was not returned for analysis. Complaint history and product history records were reviewed and documentation indicated the product met release criteria. Root cause has not been identified. There has been one other complaint reported in the lot number. The manufacturer internal reference number is: (B)(4).

Event description:
A physician reported that an intraocular lens (iol) was opened and implanted in the anterior chamber, but the iol was not stable due to high vitreous pressure. Thus, the lens was explanted in the same procedure, and the patient left aphakia. The event occurred during surgery for a cataract (with an iol implant). Additional information was received stating the patient will undergo another procedure for another lens implantation and the date is to be confirmed.